Event description:
Related manufacturer report number: (B)(4). It was reported that noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead and noise resulting in oversensing was observed on the right ventricular (rv) lead. The suspected cause of the event was clavicular crush related lead damage, however, this was not confirmed via diagnostic imaging. No intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.